Manufacturer narrative:
It was reported that the patient's infection was treated with IV antibiotics (date and duration not reported). This report is submitted september 09, 2019.

Manufacturer narrative:
This report is submitted on 12 february 2020. (B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to infection in implant bed and mastoid. The patient was re-implanted with a new device during the same surgery.